Manufacturer narrative:
A bci field service engineer (fse) evaluated the system. The fse decontaminated the system and replaced electrodes. The fse noted that the customer receives most of their pt samples from medical clinics and that the sample quality is poor. This poor sample quality tends to result in ise flow cell contamination. The fse is working with the customer to improve their system maintenance process. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) to report that their unicel dxc 800 synchron clinical system gave erroneously low sodium (na) and chloride (cl) results for 35 patient samples. The erroneous results were reported out of the lab. It is unk if there have been any changes to pt treatment as a result of this event. There have been no reports of death or serious injury. At 2155 on (B)(6) 2010, the customer loaded the ion selective electrode (ise) reagent and the system was calibrated. The system failed the first calibration but passed a second calibration. At 0049, the customer loaded add'l ise reagent and again calibrated the system. On (B)(6) 2010, a physician contacted the lab questioning ten pt results where the na and cl results appeared to be low. All pt results run within the window between 2155 and 0049 were rerun and results that went from low to normal or normal to high were corrected. The 35 reports were amended. This is report 20 of 35 medwatch reports filed for this event for pt 20 of 35 pts.